Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("severe pelvic pain / pain/pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, multigravida, parity 2, haemorrhage in pregnancy and augmentation mammoplasty. Concurrent conditions included intra-abdominal bleeding, broken wrist, menometrorrhagia, uterine bleeding and chest pain. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaid's and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced headache ("headaches/migraine/headache"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), scoliosis ("autoimmune disorder type of disorder: scoliosis"), migraine ("migraines/migraine/headache"), depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), bacterial vulvovaginitis ("bacterial vaginitis/infection (bladder/urinary tract/vaginal)type: bacterial vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and nausea ("nausea/nausea"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("alopecia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with doxycycline (vibramycin [doxycycline]) and tramadol. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, hypersensitivity, alopecia, fatigue, headache, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, scoliosis and migraine outcome was unknown and the pelvic pain, female sexual dysfunction, nausea, depression and anxiety had not resolved. The reporter considered alopecia, anxiety, bacterial vulvovaginitis, depression, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, scoliosis and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received. Events per pfs: depression and anxiety were added. Outcome of the events were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and pelvic pain ('severe pelvic pain / pain/pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, multigravida, parity 3 (dates of live birth: 31dec2009; 27jun2011; 30dec2013), haemorrhage in pregnancy and augmentation mammoplasty. Concurrent conditions included intra-abdominal bleeding, broken wrist, menometrorrhagia, uterine bleeding and chest pain. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen) since february 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea/nausea"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced headache ("headaches/migraine/headache"), migraine ("migraines/migraine/headache"), depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"). In 2014, the patient experienced scoliosis ("autoimmune disorder type of disorder: scoliosis"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), bacterial vulvovaginitis ("bacterial vaginitis/infection (bladder/urinary tract/vaginal)type: bacterial vaginitis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), alopecia ("alopecia"), fatigue ("fatigue"), menstrual disorder ("menstruation issues") and hypoaesthesia ("arms and hands so numb"). The patient was treated with doxycycline (vibramycin) and tramadol. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, hypersensitivity, alopecia, fatigue, headache, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, scoliosis, migraine and hypoaesthesia outcome was unknown and the pelvic pain, female sexual dysfunction, nausea, depression and anxiety had not resolved. The reporter considered alopecia, anxiety, bacterial vulvovaginitis, depression, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, scoliosis and vaginal haemorrhage to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media: hypoaesthesia. Most recent follow-up information incorporated above includes: on 14-oct-2019: social media received. Events added: arms and hands so numb. Reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.